Event description:
During emergency generator testing, ventilators go on battery power, but when power restored, ventilators do not revert to ac power. Do not reset, stay on battery backup. Dates of occurrence = 3/25/05, 4/29/05, 5/20/05.